Event description:
Related manufacturing ref: 9680001-2018-00090. During an atrial fibrillation procedure, a cardiac tamponade occurred. During isolation of the left pulmonary veins the patient became hypotensive. A transthoracic echocardiography revealed a cardiac tamponade. A pericardiocentesis was performed and a slow bleed continued from the pericardial drain. The patient is recovering. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.